Event description:
It was reported that during a lap hernia procedure, the clips were not closing completely. Unk how many clips were fired. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged. Evaluation summary: the analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining seven clips due to the jaw-cam condition and then, the device locked out as intended but the orange indicator was noted beyond its intended position. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. No incident related to the reported event was observed during the batch record review.